Manufacturer narrative:
(B)(4). Pump received with no button response at up due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform self test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify motor error alarm due to no button response. No button error alarm during testing. The motor was tested outside of the device and passed. However, keypad flattened button dome switch (creased) was found on act and up. Pump received with cracked reservoir tube lip, cracked battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that the motor error was resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.